Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. The patient was treated with unknown antibiotics intraperitoneally (dose, frequency and duration were unknown). The patient was discharged from the hospital on an unknown date and was recovered from the peritonitis event. Action with pd therapy was ongoing. No additional information is available.